Manufacturer narrative:
The contact lens was not returned by the user to the manufacturer for evaluation. Review of the device history record found that the quality control (qc) batch met release requirements at the time of manufacture.

Event description:
Ulcer paracentral os. Healed completely per dr. It was reported to the manufacturer that the patient wore the lens for 6 days. The visual acuity was not affected, no medication was prescribed. Treatment was carried out in the office. Patient has recovered. Scheduled a follow up a week after the new lens arrives.